Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2019-02176. It was reported that the patient was experiencing ineffective stimulation. As a result, the patient scs system was explanted.